Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the blue rubber piece of the o-ring on the vasoview hemopro cannula broke off inside the patient's leg. The reporter clarified that the piece was from the cannula port where the scope is inserted and can be seen when the cannula is taken apart. The piece was retrieved through the original incision with no other patient effects reported. The same kit was used to complete the procedure. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).